Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set overinfused during use. The reporter stated that an anesthesiologist needed to run the IV fluids "wide open" during an intubation. However, when the anesthesiologist was about to slow down the infusion rate, the solution bag was found to be almost empty. There was no report of patient injury or medical intervention associated with this event. No additional information is available.